Manufacturer narrative:
Upon receipt of new information, it was determined that the information in this MFR report pertains to MFR report # 3004209178-2023-17298. All information in this event and any future new information will be documented and submitted in that report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-oct-16 additional information was received. It was reported that they are indeed dealing with difficulties with recharging the ins. The healthcare professional (hcp) claims that the ins is superficial and parallel to the skin, and the patient is reporting difficulties to recharge the battery. Because of that, both the hcp and the patient are suspecting that the ins is not working properly, which translates into the difficulties to recharge. With the rechargeable ins, the patient reports difficulties in recharging the battery, which was confirmed by using another wireless recharger. The patient was previously implanted with an interstim ii, and the rechargeable ins was implanted in the same pocket as the interstim ii. According to our implantation manual, the interstim micro should be implanted under the skin to a maximum depth of 2.5 cm, like the interstim ii. However, they know that the implant pocke t is larger than that required for rechargeable ins. They cannot exclude the possibility that the rechargeable ins may be implanted deeper than intended, or that it may be tilted. In the event of a deeper or tilted implant, the effectiveness of recharging may be reduced, or patient may not be able to recharge the battery while still being able to communicate with the programmer. X-rays of the implant confirm that the battery appears parallel to the skin, but that it seems to be a little deep, which could explain the difficulties in recharging the battery. The hcp suspects that the battery is not working properly and would like to replace it. With deeper or tilted implants, recharging efficiency may be reduced, or you may not be able to recharge the battery and still communicate with the programmer.

Manufacturer narrative:
G2: country france. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was difficulty recharging implantable neurostimulator (ins). The physician is suspecting that an ins implanted in a patient is defecting.